Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that the needle filter 19x1-1/2 tw experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305200, batch no: unknown. A large amount of particulate in a sterile setting was reported. The particulate was seen in a syringe. Fluid/medication was being drawn up for an eye injection. Products involved: bd filtered needle, ref# 305200 (5 micron filter, 19 guagex1.5). 1ml tuberculin syringe from a sterile (B)(4) kit. Bss sterile irrigating solution from alcon . Epinephrine (preservative free).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle filter 19x1-1/2 tw experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305200, batch no: unknown. A large amount of particulate in a sterile setting was reported. The particulate was seen in a syringe. Fluid/medication was being drawn up for an eye injection. Products involved: bd filtered needle, ref# 305200 (5 micron filter, 19 guagex1.5). 1ml tuberculin syringe from a sterile mckesson kit. Bss sterile irrigating solution from alcon. Epinephrine (preservative free).